Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital for unrelated to the device reasons. Review of the ECG revealed loss of ventricular pacing and asystole. The patient was dizzy and nauseas. A change from atrial tracking to atrial pacing during the episode of asystole was observed. No noise was observed on the ventricular lead. Programming changes and lead replacement were discussed. The lead was explanted was explanted and replaced. The patient was stable post-procedure.